Event description:
A caller reported a cartridge alarm 20 with their insulin pump, but no adverse impact to their blood glucose level was noted, as it did not exceed 500 mg/dl. The caller had experienced consecutive cartridge alarms, prompting tandem technical support to offer a replacement pump, which would be shipped with updated software. Technical support instructed the caller to switch to multiple daily injections as a backup insulin therapy and provided guidance on storage mode for the defective pump.